Manufacturer narrative:
This report is submitted on 13 january 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site, subsequently the patient underwent skin revision surgery (date not reported). The implant device remains.